Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively the patient reported redness, itching and swelling where the sensor had been placed during operation. Reported intervention was the use of hydrocortisone and urea cream.